Event description:
While on site to perform a preventative maintenance procedure, a beckman coulter (bec) field service engineer (fse) reported a leak from a disconnected sheath restrictor line of a coulter hmx hematology analyzer with autoloader. The leak sprayed the light scatter preamp and mix chamber motor drive board. The leak was contained within the instrument. The fse was wearing a lab coat, gloves, and eyewear at the time of the leak. There were no reports of biohazard exposure to the leak. Patient results were not impacted and there was no change to patient treatment in connection with this event.

Manufacturer narrative:
The fse determined that sheath restrictor tubing had disconnected from the backside of ff175. The fse reattached the tubing to resolve the leak. As a result of the leak, the light scatter (ls) preamp and mix chamber motor driver board were damaged; the fse replaced both parts. (B)(4).